Manufacturer narrative:
Device passed the displacement test and self test. P-cap/reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads. The test battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the insulin pump back on. No unexpected pump error 23 alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. Customer's blood glucose value was 246mg/dl. Customer stated that they were able to clear the alarm and rewind the pump, but the error occurred after a battery change. The alarm had not occurred more than once after a battery change. Insulin pump will be returned for analysis.